Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a faulty upstream occlusion sensor. This was determined to be a reportable issue. The upstream occlusion sensor and seal were replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Event description:
The device was returned due to a cadd-solis vip ambulatory infusion pump did not generate an upstream occlusion alarm during testing. The investigation confirmed the customer¿s complaint during device evaluation. The device did not sense an occlusion due to a faulty upstream occlusion sensor. No patient involvement or harm was reported.